Event description:
It was reported that a cardiac tamponade occurred. During an ablation procedure, a farawave 2.0 nav cath was selected for use. Cardiac tamponade occurred during pre-mapping using orion, but the procedure was continued when the condition stabilized after performing drainage. The physician thought that the part near the right inferior (ri) may have been punctured. Transseptal puncture was already performed when cardiac tamponade occurred. Patient condition remained stable. The physician commented as orion might caused the issue (orion might punctured the ri area) 26feb2026: gfe response received: pre-mapping being performed in left atrium. There was no difficulty or malfunctions noted with the tsp workflow or versacross device. The patient has been discharged. The device is not expected to be returned for analysis (discarded).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a cardiac tamponade occurred. During an ablation procedure, a farawave 2.0 nav cath was selected for use. Cardiac tamponade occurred during pre-mapping using orion, but the procedure was continued when the condition stabilized after performing drainage. The physician thought that the part near the right inferior (ri) may have been punctured. Transseptal puncture was already performed when cardiac tamponade occurred. Patient condition remained stable. The physician commented as orion might caused the issue (orion might punctured the ri area). A pre-mapping being performed in left atrium. There was no difficulty or malfunctions noted with the tsp workflow or versacross device. The patient has been discharged. The device is not expected to be returned for analysis (discarded).

Manufacturer narrative:
Correction to the initial MDR in block(s) describe event or problem (b5), in section b - adverse event or product problem. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: the instructions for use were reviewed, and it did not reveal any evidence of device off-label use or failure to follow instructions. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a risk review performed for the farawave device confirmed that the event of cardiac tamponade and additional intervention required are a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: the known inherent risk of device cause code was selected based on the information provided within the event description. Cardiac tamponade is an expected procedural complication addressed within the IFU for the farawave catheter. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.